Manufacturer narrative:
Updated data: updated data: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported over the phone that during use the cs100 intra aortic balloon pump (iabp) had auto-inflation failure alarm. Patient involved and no harm reported. A getinge field service engineer (fse) checked and revealed a faulty decondenser, causing excessive condensate to clog the inflation line during use, ultimately causing the auto-inflation failure. A solution has been provided to the hospital: replace the decondenser, and the hospital is awaiting approval for the repair. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : d9 , h3 , h6 ( component codes ).

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) occasionally displayed an "auto-inflation failure" alarm during use on patient. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.